Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that following successful implant of the left ventricular (lv) lead, the physician encountered difficulty removing this catheter. The physician was unable to successful cut off the catheter without moving the lv lead. As a result the lv lead had to be explanted, a new catheter used and the same lv lead re-implanted.